Event description:
It was reported that the device recorded an episode of fast ventricular tachycardia (fvt), which was determined to be caused by noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.